Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastic non-sterile luer-lok¿ tip syringe was found ¿with misaligned plunger stoppers.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
34 loose 5ml syringes were received, reported to be from batch # 7338678 (p/n 301027). Samples were visually evaluated. All syringes were found to have jammed/insecure stopper condition. Product defect confirmed based on sample evaluation. DHR review for batch 7338678 (p/n 301027): manufacturing dates: 12/4/2017 to 12/5/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338678 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.